Event description:
It was reported that the ¿bearing are wearing¿ and the attachment device was ¿getting hot and loud¿. The reported event did not occur during surgery. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.